Event description:
It was reported that the device had failed preventative maintenance. There was unknown patient involvement and unknown patient harm reported. Device analysis revealed an intermittent downstream occlusion (dso) sensor.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had not been serviced in the past. The event log review revealed high alarm ¿cassette not attached properly. The reported problem was confirmed through functional testing. The root cause of the problem was an intermittent downstream occlusion sensor. The downstream occlusion sensor was replaced to correct the reported issue. The device passed all functional tests after the repair.